Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was a gel smeared after centrifugation. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: 3 photos were provided for investigation. Evaluation of the photographs indicated transparent colorless film at the top of a tube. Additionally,100 retention samples from bd inventory were visually inspected and no issues were observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a film at the top of the tube after centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was a gel smeared after centrifugation. There was no report of impact to the patient or user.